Event description:
Questionable pco2 results received on one patient sample, results did not fit clinical picture. Patient's pco2 result was 11.1 mmhg. Same sample repeated gave result of 9.5 mmhg. Additional test results on the sample were as follows: 7.309 for ph and 88.5 mmhg for po2. The field service representative was unable to determine a cause for the discrepancy, however, noted the sample was of questionable quality.